Event description:
It was reported that the charge pak, low power and service icons were displayed. The reported problem is indicative of a device that will not power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified that the device would not power on. The analog pcb assembly was removed for further evaluation. It was determined that the root cause of the reported failure was leaky capacitor, designator c177. The customer received a replacement device.